Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer called olympus technical assistance center (tac) personnel to report his event. During the call, tac provided a few trouble-shooting options to resolve the issue (i.e. Cleaning the scope and restarting the unit). The customer noted that the scope may have been plugged in while the unit was still powered on, which might have caused the originally issue. The customer then confirmed that upon trying the machine again, the issue was resolved. At this time the device scheduled for return. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii video system center was producing a b30 scope communication error. The initial reporter confirmed this event had no patient harm. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.